Manufacturer narrative:
Philips investigated the remote alert indicating host pc memory 1 problem occurred during runtime generated by system. The customer had not encountered any symptoms nor were they aware of the issue. Nonetheless, a field service engineer conducted an on-site analysis of the system. As part of the service activity, the host pc was replaced, the license was updated, and the software was reinstalled on the ippc. Additionally, the image disk was recreated. Given that the proactive monitoring alert did not affect the customer resulting in any operational malfunctions or critically affect procedures and posed no significant risk of death or serious injury, the complaint was classified as non-complaint. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem during runtime, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.